Manufacturer narrative:
One hotline 3 blood and fluid warmer was returned for analysis. Wear and tear damage to the enclosure, front cover and reflux plug. Visual inspection revealed an old-style pcb and power switch. The tank was then filled with water, temp check attached, plugged in line cord and powered on the unit; confirming complaint. The over temp test alarm did not sound when it should have. Based on the evidence, the complaint was confirmed. The root cause was found due to the unit being out of calibration.

Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer failed the overtemp test. No adverse effects were reported.